Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloons are failing to inflate. It was tried to inflate prior to advancing it into the patient and others wouldn't inflate once in the patient. Issue was resolved by using another catheter that would inflate. Patient outcome: fine. It was reported that no harm or patient injury was caused to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of balloon would not inflate is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the balloons are failing to inflate. It was tried to inflate prior to advancing it into the patient and others wouldn't inflate once in the patient. Issue was resolved by using another catheter that would inflate. Patient outcome: fine. It was reported that no harm or patient injury was caused to the patient.